Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: returned product consisted of a guidezilla guide extension catheter in two pieces and the ptfe pulled out of the collar. There was blood and contrast on the outside of the device. Microscopic examination and tactile inspection revealed a broken shaft at the collar with numerous kinks. Microscopic examination presented no damage or irregularities to the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on the product analysis completed on (B)(4) 2015. It was reported that the catheter was unable to cross the lesion and got kinked. The 99% stenosed target lesion was located in the severely tortuous severely calcified right coronary artery (rca). A 145, 5-in-6 guidezilla extension catheter was selected for use. During advancement the device was unable to cross the lesion. The physician performed anchor technique and the device kinked. It was confirmed that this device became unable to be used at outside the patient. The procedure was completed with another with same device. No patient complications were reported and the patient status was good. However, the returned product analysis revealed the shaft fractured.